Event description:
The report received from the field indicated that, the stent deployed as it was being advanced over a 0.018 platinum plus wire outside of the patient's body. The wire was examined and was found to have a slight kink. The wire was replaced and a new stent was successfully deployed. There was no report of patient injury.